Event description:
Boston scientific received information that oversensing was observed on this right ventricular (rv) lead that resulted in pacing to inhibit and asystole for greater than two seconds. The lead was capped and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.